Event description:
The customer stated that her blood glucose readings had been higher than usual. She also alleged that she performed a control test and received a result of 168 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The customer had already used up the test strips that gave the high result, so further troubleshooting was not possible. She did insist that her meter be replaced, so a replacement breeze2 meter was sent. No product will be returned.